Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is:creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Physician reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture, baker grade iii.

Event description:
Physician reported left side capsular contracture, baker grade iii. Device has been explanted.